Event description:
The customer reported that the ag-920pa multi-gas unit (used for measurement of anesthetic gas agents, oxygen, or co2) was not showing up on the bsm vital sign monitor. They reported that there was an error message on the screen that states "parameter not available." MFR ref # 8030229-2014-00101.